Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient presented with light sensitivity in both eyes one day post lasik. The patient was noted to have 2+ diffuse lamellar keratitis in the right eye and 1+ diffuse lamellar keratitis in the left eye. The topical steroid dosage was increased. Additional information received states the patient's symptoms resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.